Event description:
Customer reported a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 889 mg/dl. The paramedics and police were called to the customer's home. The physician thinks the line was kinked. Diagnosed diabetes ketoacidosis. Hospital treated with insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.